Event description:
Neuropathy (provisional diagnosis) [neuropathy peripheral]. Weakness in the leg [muscular weakness]. Severe cramping in the leg [muscle spasms]. Uncontrolled muscle movements [dyskinesia]. Trouble sometimes with breathing [dyspnoea]. Heart trouble heart beats too fast or too slow [arrhythmia]. Can't walk without a walker [gait disturbance]. Case description: a consumer reported that they, a female age 56 years, used fixodent denture adhesive, original cream 1 applic, 2/day for 5 or 6 years and shortly after beginning use of the product, experienced the following: neuropathy (provisional diagnosis), weakness in the legs, severe cramping in the legs, uncontrolled muscle movements, trouble sometimes with breathing, heart trouble, heart beats too fast or too slow, can't walk without a walker. She has been hospitalized numerous times, sometimes after going to the emergency room. The doctors could not figure out what caused the symptoms. Treatment: clonazepam 0.5 mg one tablet by mouth 4 times a day as needed, uses walker, wheelchair and braces on legs. The case outcome was not recovered/not resolved. Past medical history included: drug allergy-penicillin, sulfa, codeine, allergy-bee stings. Concomitant medications included: valtrex. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.